Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine (cre) test results produced by the unicel dxc 800 pro synchron chemistry analyzer for several patients. Only one example of the erroneous results was provided. The original result was 4.4mg/dl and the corrected result was 1.0mg/dl. Unknown if treatment was initiated or withheld but result was questioned by the physician.

Manufacturer narrative:
No other analytes run with the other samples were questioned by physicians. Instrument started giving erratic adc error messages for creatinine channel. Customer continued to run samples. No additional calibration or controls were run. Calibration and control instrument printouts were acceptable prior to error messages and erroneous results. A field service engineer (fse) was dispatched to the customer lab: fse replaced reagent to module tubing, mc vacuum regulator, sample probe with alignments performed and module replaced. Bci rep has requested the module to be returned to brea but it has not been received to date. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.